Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 444 mg/dl to 392 mg/dl. The customer stated that the insulin pump alarmed insulin flow block. Customer reported event was resolved by changing complete set. The insulin pump will not be returned for analysis.